Event description:
It was reported that the pt was implanted a alloclassic sl stem 3 12/14 on the right side on (B)(6) 2005. The pt was revised on (B)(6) 2014 due to pain and loosening.

Manufacturer narrative:
The MFR did not receive devices and x-rays were received for review. Other source documents (2 photographs) were received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).